Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with an unknown 400cc mentor moderate plus profile gel implant experienced silent right sided rupture post procedure. The rupture was discovered through mammography on (B)(6) 2019, and later confirmed through a visit the physician's office on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2020.